Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, therefore the pump was not receiving continuous glucose monitor (cgm) sensor readings. The customer experienced a low blood glucose (bg) level of 32 mg/dl. Customer was taken to the emergency room (ER) via an ambulance for treatment and was subsequently hospitalized. Reportedly, customer was treated with IV fluids of saline. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2022. Customer continued to use pump for insulin therapy.